Manufacturer narrative:
***Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. *** medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative (rep) who reported that the patient's motor stall occurred on 2021-(B)(6)at 2:40pm during the MRI. The plan was to let the patient go home to rest and let time take affect to let the recovery alert happen. The motor stall recovered same day on 2021-(B)(6) at 7:09pm. Of note, the patient has had another MRI since the one reported in may on 2021-(B)(6) which resulted in a motor stall that occurred at 10:00am and motor stall recovery at 11:56am on 2021-(B)(6). ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine ( 1 mg/ml at 0.0481 mg/day) via an implantable infusion pump. It was reported that the patient had an MRI of their brain today and the pump logs showed a stall time at 2:39 pm however a motor stall recovery was not seen in the logs. It was noted that the device had been interrogated 6-7 times and no active alarm was heard. The patient has a personal therapy manager (ptm) and even though a motor stall alert was seen they were still able to deliver two successful boluses (4:04 pm, 5:08 pm). The caller stated that they will visit the patient tomorrow to confirm a recovery occurred.